Event description:
A surgeon reported that a patient experienced unexpected postoperative refraction following intraocular lens implant. The surgeon expected a refraction of +0.50. The actual postoperative refraction was +4.25. More information has been requested.